Manufacturer narrative:
(B)(4). The customer biomedical engineer evaluated the ventilator, and found no errors in the logs to indicate any failure. However, in the alarm log it was found numerous ¿no air¿ and ¿no o2 supply¿ alarms, leading to the safety valve open reported alarm. The service engineer (se) evaluated the ventilator, and downloaded the latest software revision, and updated the data key. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during maintenance, the ventilator was cleaned for use, and it was noticed that there was a "safety valve open" alert message. The unit powered up normally with no errors. There was no patient involvement.